Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion as it had only six years longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.